Event description:
It was reported that insulation damage was observed on the right ventricular (rv) lead during an unrelated procedure. The rv lead was repaired with medical adhesive to resolve the event. The patient was in stable condition.